Event description:
It was reported that the caller experienced a cgm error 42. This did not adversely impact the customer's blood glucose level. The customer received complete pump reset information from technical support, followed the instructions to reset the pump, and successfully started their sensor session without further errors.